Event description:
The user facility reported an 85-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient developed an access site bleed during impella support. The site was re-dressed and the patient was transfused one unit packed red blood cells to treat the condition. Support continued with the implanted pump following the treatment.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the access site bleeding has been completed. The device was not returned for evaluation. However, clinical information provided was sufficient to determine the root cause. The cause of the access site bleeding issue was most likely patient movement with pump position moved back despite knee immobilizer use and bleeding occurred due to persistent patient movement.